Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was reading inaccurately high compared to her feelings and/or normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient was unable to specify when the alleged issue started. The patient told the cca that prior to lunch on (B)(6) 2012 she had obtained a blood glucose result of "225 mg/dl" with the subject meter and 2 hours after lunch she had obtained a blood glucose result of "113 mg/dl" with the subject meter. The patient reported managing her diabetes with insulin (self adjuster) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of "weak, tired, shaky, and headaches" at an unspecified time after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. The patient did not have control solution at the time of troubleshooting and so a control test could not be performed. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
(B)(4) -- device evaluation:the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.